Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.